Manufacturer narrative:
Concomitant products: unknown saline implants. Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and on the shell surface. During visual examination of the device, product evaluation observed parallel lines of shell wear on the anterior orientation tab, suggesting in-vivo folding or creasing of the device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was not confirmed since no rents were found on the device. However, at this point it is not possible to determine the root cause of the shell wear or the origin of the yellow material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the shell wear occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).

Event description:
On (B)(6) 2018, two unknown saline breast prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why the device was returned to mentor. However, the returned devices had characteristics of deflation, removal and replacement. As a result, this will be conservatively reported to FDA. This medwatch form is for the left breast prosthesis.